Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the vividimage hd surgical display and found that the monitor will flicker on and off and intermittently turn red. To resolve the issue, the technician adjusted the field monitor on the vividimage hd surgical display, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that the monitor to their vividimage hd surgical display was flickering. No report of procedure involvement. No report of injury.